Event description:
User received erroneous high troponin t result for one patient sample. Original result was 0.064 ng/ml, repeat result was <0.010 ng/ml twice. Original result was reported and corrected report was called to the physician. User states there were no adverse affect to the patient to the best of her knowledge. If additional information is received, appropriate notification will be provided.